Event description:
Patient experienced chills and hypotension at 3.5. Hours after the start of hemodialysis treatment. The dialyzer was at 17th use. The patient is alright after vancomyin (antibiotic).